Manufacturer narrative:
The device has been returned to the MFR for eval. A lot history review (lhr) of aswg0002 showed one other similar product complaint(s) from this lot number.

Event description:
It is reported that retro cath connector at arterial end is broken, found during disinfection. Betadine gauze was only used after the broken connector was discovered. It was confirmed it was not used as part of the disinfection procedure.